Event description:
It was reported that the patient underwent posterolateral fusion with t9 to l3 segmental instrumentation, open reduction of fracture, and laminectomy for decompression after being brought to the trauma center post motor vehicle accident (unrestrained driver, rollover, ejected). Examination showed t12 complete sensory level, complete paraplegia, and no voluntary tone noted on rectal exam. During an office visit two months post-op, the patient reported complaints of back pain. Complete paraplegia. Patient was still in brace 2 months post-op. X-rays were attempted in office. Three months post-op the patient underwent a t12 posterior vertebrectomy. The fusion was extended up to t5 and down to l5. 7.5mm screws placed at l4 and l5. 5 months post-op. The patient feels some popping and crunching in the back when transferring in and out of wheelchair. At 6 months post-op, imaging shows lumbar set screws have popped off and rods have come out. In further questioning, the patient felt a pop in the back during intercourse. Bone formation in and around anterior cage noted. No active infection noted. The surgeon elected to slow things down at this point and treat the patient's pain issues with pain management/interventional pain management. On an unspecified date, the patient underwent posterior hardware removal and debridement of l4-5 discitis.

Manufacturer narrative:
Film review: multiple CT films document tragic story of patient who showed horrible judgment in personal healthcare, suffered catastrophic injury to t12 with fracture dislocation and total paraplegia. Despite the patient showing poor compliance over and over again, multiple surgical instrumentations were performed. Complications developed from intervention, wound infection, metal failure..etc. About implants t9-l3. Failure of soft tissue envelope, poor nutrition, chronic pain, poor outcome.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation, however, images were supplied for review. The review of the images has not been completed at this time. A follow-up report will be sent when the analysis is complete. Please see medwatch report 1030489-2012-00156.